Manufacturer narrative:
An extensive and thorough investigation was performed by the engineering team that concluded the root cause for this problem is the fact that the patient port and the mask are made out of similar base materials resulting in an undesirably high coefficient of friction between the two parts. Steps have been taken to implement a material combination with a lower coefficient of friction that significantly reduces the effort required to remove the mask from the patient valve.

Event description:
The customer alleges "current mask construction makes the mask adhere tightly and cause it to be highly difficult to remove resulting in delays in bagging the patient after intubation." No other details were provided and no patient injury/harm reported.